Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was getting recurring bladder infections. It was stated the patient has to catheterize four times a day while stimulation was on. It was reported that since implant the patient had 4 urinary tract infections (uti) in (B)(6) 2012. It was unclear if the patient had bladder infections or utis, or both. It was stated that the patient had 'urgency with soda and urge incontinence and frequency.' It was not clear what that statement meant. It was reported that the patient did an exercise program and 'felt a strain.' It was also reported that the patient went to a chiropractor and had a tens unit and a 'vibrating machine.' Further information was requested, and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v677980, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient believed that the implantable neurostimulator (ins) was not ¿doing what it is supposed to be doing¿ and that they had to catheterize themselves 4-5 times a day as compared to once or twice a day before implant of the device. The patient noted that their first urinary tract infection (uti) was in (B)(6) 2012 and had 5 additional utis since then, going on antibiotics for each of the infections. The patient had been on bactrim, macrobid, and, beginning in (B)(6) 2012, took "nitrofurintoin" macrocyst as a preventative medication (3 times/week) but still had breakthrough utis so they took it the nitrofurintoin every day (since (B)(6) 2013). The patient had a urodynamic procedure to test their bladder emptying 2 months ago. The patient notified their physician and had an appointment on (B)(6) 2013. If additional information is received, a follow up report will be sent.